Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed and was unable to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer had failed and was unable to open. The field service engineer (fse) replaced the slide railings on auxiliary full height drawer 5. A final test was initiated via the hardware test application, which passed successfully. Preventive maintenance was also performed. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer had failed and was unable to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.